Event description:
Per foster parent, his foster son damaged the inside housing of the tech hub and eloped. Also per foster parent, his foster son separated the safety sheet zipper and eloped. The complainant stated that he has locks on both the safety sheet and the tech hub. The parent stated his son has not been injured by this event and he has now diss-assembled and discontinued use of the bed. The complainant said he didn't see any damage to the components before these events. A picture shows an installed tech hub with the bottom and lefthand portion of the internal housing component damaged and removed. A picture shows the safety sheet zipper separated but appears to still be hanging by the lock. The picture is a little too blurry to confirm if the lock is in place. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical is sending a replacement safety sheet and canopy. Sensory medical has requested return of the tech hub. The safety sheets have been discarded due to biological contamination and will not be returned. On 11122024 is the lot for the tech hub. Review of manufacturing records confirm all in process and final inspections were performed and passed. On 251019m19 is the lot for the safety sheet. Review of manufacturing records confirm all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition/" on page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: · check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. · do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: · discontinue use and contact us immediately if anything is damaged or missing. · technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Manufacturer narrative:
Update: on 02/24/2026, the tech hub was visually assessed for damage. The damage was confirmed, with the focal point of failure being located at the location of the screws. This indicates that prying occurred leading to the damage. Type of investigation code 4114 only applies to the safety sheet and canopy, which were not returned due to biological contamination.